Event description:
Medtronic received information that prior to use of a bio-console 560 external drive motor, it was reported that the motor was not working and the rpm is off. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that the motor was not working and the rpms were off was not verified during service. The service technician could not repeat the failure. The service technician removed and replaced the motor brushless dc for quality performance. Final performance inspections and tests were completed with no additional problems found. Preventive maintenance was performed per specifications. Correction b5: medtronic received information that prior to use of a bio-console 560 external drive motor instrument, it was reported that the motor was not working and the rpms were off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.